Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: exec summary: no samples were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 1st related complaint for needle through shield on this lot #. No non-conformance's were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa: based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review: a lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro had product damage. The following information was provided by the initial reporter: it was reported that on five or more occasions the user has been punctured, scratched or cut by defective needles. When placing the needles on the pen injector and pulling off the green safety cover the injury occurs by what appears to be defective safety caps. There are needles sideways through the safety caps and a second needle in the actual tip where it belongs.